Event description:
It was reported that implantable cardioverter defibrillator was not able to establish rf telemetry. The device was not used, and a new device was used for the procedure. There was no patient involvement.

Manufacturer narrative:
The reported field event of radio frequency (rf) telemetry anomaly was confirmed. The device was above elective replacement indicator (eri) when received. The memory registers in the device showed the cause of the rf telemetry anomaly was due to a firmware anomaly. After the device¿s firmware was reloaded, the device communicated normally with both rf and inductive telemetry.